Event description:
The pt reportedly has no lock with the internal device and external equipment. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issue. Revision surgery will be scheduled.